Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-00311. It was reported that the patient had ineffective therapy due to lead migration. As a result, surgical intervention took place wherein both existing leads were explanted and replaced.